Event description:
Procedure type: inguinal hernia repair. According to the reporter: the balloon "exploded" in the patient. The balloon fragment fell into the patient's cavity. Pieces of the balloon had to be fished out of the patient. No tissue loss. No unanticipated blood loss of 250cc or more. No delay in operating room time.

Manufacturer narrative:
(B)(4).